Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The surgeon was using the capio during a total vaginal hysterectomy, anterior and posterior colporrhaphy, sacrospinous ligament fixation, and diagnostic cystoscopy. The bullet tip was fired. However, when the device was pulled out, the bullet tip was missing. According to the surgeon, it was unclear if the device was misfired. A second stitch was requested and the device fired and was successful. The bullet tip was never found and may have been left in the patient. The patient's condition was reported as fine.